Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the epg failed to power on. Analysis also noted that the main printed circuit board (pcb) was contaminated, the encoder assembly stems were contaminated, four knobs were contaminated, the lower case was broken, th amin seal was pinched and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to power on. The epg was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.